Manufacturer narrative:
All the buttons functioned properly and no button error alarm or moisture damage on the keypad traces noted. The keypad connector was fully locked. The pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms or blank display. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit five times, low battery, and button error. Sometimes the insulin pump's display was blank, then came back on, and the numbers counted down. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.